Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not stay powered own and is having shut down issues.

Event description:
It was reported that while in use, the cardiosave intra-aortic balloon pump (iabp) unit will not stay powered own and is having shut down issues. The iabp was replaced.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinege fse was dispatched to evaluate the unit. The fse tested the unit performance and could not reproduce failure. Completed the coiled cable field action on the unit. Once completed, completed all diagnostic calibrations, all performance tests and safety tests. The unit passed all testing with no issues. Approved the unit for clinical use and returned to the department.

Event description:
N/a.